Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 75 mg/dl. The user set up a temporary basal rate of 50% and when the user woke up from their nap, their bg level was 45 mg/dl. The user addressed bg level by drinking juice. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 20/17. Only one bolus was requested on (B)(6) 2017. Basal rate was adjusted from .9 u/hr to .8 u/hr, on (B)(6) 2017. There were no obvious requests or deliveries that would cause low bg levels. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.